Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that their bottom right k-9 tooth chipped and has worn down, and after getting 2 additional retainers their teeth are still not corrected. Their back molars do not touch, their right front teeth touch and has caused their right k-9 tooth to chip. Patient was advised to see their dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.